Event description:
Customer reported a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer through a pump reset, which successfully resolved the malfunction. The customer was advised to continue using the pump and to report any recurrence of the error. No additional information was received regarding patient details or product specifics.